Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The patient was diagnosed with single vessel disease (svd) in left main coronary artery (lmca). Vascular access was obtained via the femoral artery. The 80% stenosed, 16mmx4mm, concentric, de novo target lesion was located in the non tortuous and mildly calcified lmca. Following pre-dilation with a non-bsc balloon catheter, a 16 x 4.00mm promus premier¿ drug-eluting stent was advanced and deployed in the lesion at 12 atmospheres. Post-dilation was then performed with a 4.5mm balloon catheter; however, it was noted that the stent fractured at mid segment. A 4x8mm non-bsc stent was deployed to cover the fractured and the procedure was completed. No patient complications were reported and the patient's status was stable. The patient was responding well to medications.